Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that on (B)(6) 2025, during the placement of a lumbar cistern drainage device for the patient, the puncture was successful and cerebrospinal fluid was drained. However, fluid leakage was found at the white thin tube of the lumbar puncture drainage device. The issue was addressed immediately. After normal function was restored, upon assessment of the cause of the leakage, it was found that the distal tubing was damaged.